Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously elevated rheumatoid factor (rf) results generated by unicel dxc 800 pro synchron chemistry system for 21 patients. The results did not agree with the results from the reference method, and were not reported out of the laboratory. There was no effect to patients.

Manufacturer narrative:
The customer is using reagent lot m004772. Service was not needed for this event as this issue is reagent related. Investigation into the root cause of this issue is ongoing.